Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed heparin xa results was user error. Customer poured reagent in sample cups. This is non-standard use. The instructions for use defines the stability of the reagent in the original reagent vial. The instrument is operating within specifications.

Event description:
Customer has reported stability problems with berichrome heparin xa when run in sample cups. Initial results on five pts were questioned by the pharmacist, and repeat results on the same samples with fresh reagents have confirmed that the pts are adequately heparinized. Therefore, no adverse health consequence has been reported for any of these pts. This is non-standard use since reagent should be run from the original reagent vials. The instructions for use defines the stability of the reagent in the original reagent vial.